Manufacturer narrative:
Updated fields: h6, h10 corrected fields: g2 (health professional should not be selected on the initial), h10 (reprocessing information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined but was likely use error. The foreign material remained in the scope because the customer's reprocessing steps deviated from the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the following information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment before sending it in for repair. The customer does not know what the foreign material is. The customer did not immerse the endoscope in the detergent solution. The customer did not wipe/brush all external surfaces with a clean lint-free cloth, brushed, or sponge. It was further noted the scope was cleaned and sterilized using a washing machine without pre-cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation at this time. A supplemental report will be submitted if any additional information is provided by the user facility. Based on the results of the investigation, it is noted that the steps in reprocessing have not been correctly implemented in line with the instruction manual, and if there was any physical breakage of the portion of the device with remaining foreign material. During the investigation information was provided from the customer that improper reprocessing may have occurred. However, a definitive root cause cannot be identified. Recommended that the customer: implement the reprocessing in line with the IFU. ·check if the stains on the opening of the air/water nozzle and the surface of the objective lens were cleaned up especially during reprocessing, in reference to the instruction manual reprocessing manual ¿chapter 5, 5.5 manually cleaning the endoscope and accessories¿ and ¿chapter 8 storage and disposal¿. Additionally, check the environment of the handling, such as if any stain remains, clean thoroughly until all stain is removed, and drain residual water in the channel after cleaning, and dry it. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that after cleaning and disinfecting the evis lucera elite gastrointestinal videoscope after clinical use, a sticky liquid came out. This issue was found during reprocessing. It was noted that the intended normal endoscopy procedure was completed with no issues with the same equipment. There were no reports of patient harm or impact associated with the reported event. This report is related to linked patient identifier to (B)(6).